Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
On (B)(6) 2015 (B)(4) (rep, con): the manufacturer representative (rep, con) reported that the patient had a lead revision. The patient had the lead moved over in order to get more coverage on the right side. The patient had been getting good coverage, but just needed more for the right side. The revision resolved the issue. After the revision, adaptive stimulation (as) was activated; the clinician programmer showed as being active. As icons did not appear on the patient programmer (pp). The patient programmer showed that as was disabled. The rep used the patient programmer to enable as, and the patient programmer correctly displayed as icons and position for group a. The patient indication included spinal pain.